Event description:
The distributor contacted animas on (B)(6) 2013 alleging the patient discontinued insulin pump therapy because the pump was constantly alarming for several days. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue of continuous alarm remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(4) 2013. The pump was powered ¿off¿ for four days, from (B)(4) 2013. The battery voltage prior the power on reset was above the battery warning/alarm threshold. No unusual alarms were observed in the alarm history. The battery compartment and cap were undamaged and able to fit securely. On investigation, the pump powered on and displayed the verify screen per normal operation. An ¿ez-prime¿ operation was performed successfully. The pump was exercised for 24 hours on with no alarms or power interruption occurring. Low battery warning and replace battery alarm was stimulated and the pump gave and recorded the appropriate visible and audible alerts. Investigation did not duplicate the complaint and the pump was found to be operating within specification.